Manufacturer narrative:
It was reported that on (B)(6) 2025 a "hair" was noted to be inside the syringe prior to use on a patient. The customer reported there was no injury or contact with the patient, but "reset up" of the sterile field was required. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 a "hair" was noted to be inside the syringe prior to use on a patient.

Manufacturer narrative:
Update to h6: investigation finding. Update to h6: investigation conclusion.